Event description:
The accounts maintenance stated that the brakes will set and the casters wheels will not roll, but the casters continue to swivel. He adjusted the casters but the issue remains.

Manufacturer narrative:
The account declined to repair the stretcher.